Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a shift check, while the autopulse platform (s/n: (B)(4)) was being used on a mannequin, it was reported that the platform stopped compression after working for 10 minutes. The platform then displayed a user advisory 27 (encoder fault (>3000 rpm)) error message. To troubleshoot the issue the customer reportedly replaced the lifeband; however, the issue was not resolved. There was no patient involvement reported.

Manufacturer narrative:
The primary complaint of user advisory (ua) 27 (encoder fault (>3000 rpm)) error message was confirmed during functional testing. Additionally, a ua 17 (max motor on time exceeded during active operation) unrelated to the complaint also occurred. The root cause of the issue was due to a faulty motor drive train. The autopulse platform is a reusable device and was manufactured on 08/08/2007. Therefore, this type of issue is characteristic of normal wear for the life of the device. Visual inspection was performed and found damage to the head restraint, corrosion to the blue cover internal metal coating, and a cracked short black cover. Additional repair was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The damaged, corroded, and cracked parts observed during visual inspection were replaced.